Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the issue occurred due to faulty printed circuit board. The event can be prevented by following the instructions for use which state: - ensure proper power condition at site (proper grounding & no voltage fluctuation). - during fumigation equipment must cover or moved to other area. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus field service engineer (fse), that the evis exera ii video system center had no image on the monitor. The issue was found during maintenance and there was no procedure involved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Section e1: address - (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the device was not booting intermittently due to a defective printed circuit board. It was also noted that there was dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.